Event description:
During the initial implant procedure, there were episodes of noise noted on the right ventricular (rv) lead. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The reported event of noise was not confirmed.